Event description:
It was reported that atrial signals were being sensed on the right ventricular (rv) channel of the implantable cardioverter defibrillator, leading to pacing inhibition. At night the patient's heart rate was recorded to be in the 40 beats/minute range, without any reported symptoms. The patient was 75% paced in the right ventricular. The device was reprogrammed with the av search turned off and the ventricular sensitivity decreased from 0.6 mv to 0.9 mv. The right ventricular auto-capture was programmed on due to variable ventricular thresholds. The physician was reluctant to perform any additional defibrillation threshold testing on the patient due to unspecified issues at implant. It was planned to follow-up with the patient in three months. The ICD remains in service and no adverse patient effects were reported.